Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was movement on the mayfield modified skull clamp (a1059) during use on a patient. There was no adverse patient consequence and no surgical delay was reported.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Evaluation showed that the locking mechanism of the unit had some movement. Unit will need repair, replacement of worn and damaged parts along with general maintenance and cleaning. Root cause - the reported complaint is likely caused by wear and tear over time / improper handling. The definite root cause cannot be reliably determined no further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.